Event description:
During review of the patient's vns programming history, it was noted that a faulted system diagnostic test was performed which changed the patient's settings. Although the vns was re-programmed during the same visit, the off time was left at 60 minutes and the magnet output current was changed from 0 ma (depression patient) to 1 ma.

Manufacturer narrative:
Analysis of programming history.